Event description:
It was reported that the patient presented during device exchange procedure. Prior to procedure, interrogation noted that the atrial lead exhibited noise oversensing, low pacing impedances, and high capture threshold. Insulation damage was confirmed through fluoroscopic imaging. The reported lead was capped and replaced on (B)(6) 2024. There were no patient consequences.